Event description:
The customer contacted stryker to report a non-critical issue with their device. Upon evaluation stryker found the defibrillation energy level not as expected. In this state the device may not be able to deliver defibrillation therapy if it was needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker evaluated the customer's device and observed the reported issue. Stryker replaced the device's energy delivery pcb to resolve the issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use.